Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture" baker grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture" baker grade iii.

Event description:
Healthcare professional reported "capsular contracture". Later healthcare professional reported "this was a removal and replacement of breast implants, no defect in the implants". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted, replaced and it is not available for return